Manufacturer narrative:
The device was found to have a blockage in the hard cannula. The nature of the blockage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported her blood glucose reached 25.8mmol/l (465 mg/dl) after wearing the pod between 4 and 24 hours on the abdomen. Hyperglycemia treated by patient with an insulin pen.

Manufacturer narrative:
The device was found to have a blockage in the hard cannula. The nature of the blockage could not be determined during investigation due to the condition in which it was received. Corrosion was observed inside the device, however evidence suggests that this occurred post use due to the pump state of the device upon return. The root cause of the reported incident could not be determined. Correction to h(6): eval conclusion code changed from 94 device received in condition making evaluation impossible to 67 unable to confirm complaint.